Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion. Please see related MFR reports: 1221359-2021-00242 and 1221359-2021-00258.

Event description:
The customer reported three false negative results with the ID now covid-19 assay. This report represents patient three of three . The customer reported a false negative result on a direct bdl copan nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021 at 8:32pm. Pcr confirmation testing on (B)(6) 2021 at 11:12pm with a np swab sample (not further specified) generated positive results (CT value for n2 = 42.0). The patient was reported as experiencing an altered mental state. The treatment provided to the patient included IV fluids, vancomycin, remdesivir, and the patient was placed on CPAP. The customer reported that the patient has been discharged. The customer indicated that there was a delay, as the patient had to wait for additional testing. However, there was no patient impact as a result of the delay. The customer confirmed there was no death or serious injury due to the ID now covid-19 result. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.